Manufacturer narrative:
D1 - brand name, h3, h6, h7 and h9: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The event history log (ehl) was reviewed. The alarm related to invalid syringe size was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty mainboard and was then replaced. Additionally, travel coarse error occurred during the occlusion test. The left and right plunger case, clutch spring, worm gear, worm coupling and motor were replaced to fix the travel coarse error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump version v1.6.5 syringe size sensor kept reading 1023 (after the potentiometer, plunger pcb, and force sensor were replaced). The event occurred during testing so there was no patient involvement.